Event description:
Following a failed cavity integrity assessment (cia) test during an attempted novasure endometrial ablation procedure, the procedure was abandoned as a "small" perforation was confirmed on post laparoscopy. The physician then performed a hysterectomy for sterilization and menorrhagia. The patient was admitted prior to the novasure procedure for breast cancer surgery as well as the novasure procedure and a tubal ligation. The patient was discharged on (B)(6) 2010. On (B)(6) 2010, the physician reported that the patient has been seen on f/u and was "fine". A hysteroscopy was performed prior to the attempted ablation, as was a dilatation and sounding with a metal sound (not a hologic device). It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Serial number of the disposable device not provided by the complainant. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently, unable to establish a relationship or impact to the reported observation. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).